Event description:
The company was notified that the patient's device experienced a loss of lock between the external equipment and implanted device. Surgery to explant the patient's device will be scheduled. Advanced bionics is in the process of gathering more information.